Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039459) on 15-jan-2015. The most recent information was received on 17-jun-2023. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ constant pain') and salpingitis ('both my tubes were inflamed') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage ("non stop bleeding since implant of essure"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), salpingitis (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dyspareunia ("couldn't be intimate with husband as it hurt so bad"), rash ("rashes"), headache ("headaches"), endometriosis ("endometriosis"), cervical cyst ("cyst on my cervix"), arthralgia ("almost constantly joint pain"), fatigue ("always tired") and irritability ("cranky / irritable") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, salpingitis, endometriosis and cervical cyst outcome was unknown and the abdominal pain, dyspareunia, rash, genital haemorrhage, headache, arthralgia, weight increased, fatigue and irritability had resolved. The reporter considered abdominal pain, arthralgia, cervical cyst, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, irritability, pelvic pain, rash, salpingitis and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media : endometriosis, salpingitis, cervical cyst, pelvic pain." Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and abnormal uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abnormal uterine bleeding and pelvic pain to be related to essure administration. The reporter commented: implant state: (B)(6). Removal state: (B)(6). On follow up of 02-may-2023: insertiond ate: (B)(6) 2012 (discrepancy noted). Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: case upgraded to serious incident, removal date added, event "pelvic pain" upgraded, narrative updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.